Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the distal end of the inserter is broken. This complaint can be confirmed. The distal end of the returned inserter was examined under magnification, and no anomalies were found that would have contributed in the reported failure. A definite root cause cannot be determined, however event information received indicates the insertion of the complaint device anchor was off axis, and is a possible root cause for the inserter breaking. As mentioned in the IFU, applying a bending force to the inserter can damage the anchor, or the inserter tip. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of 299 devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no corrective action is required and no further action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During an ankle procedure, the shaft from healix advance 4.5mm broken down during insert the anchor. The shaft is still in the talus of the patient. The surgeon must set an 2. Anchor (2.5mm pre-hole). A mitek complaint analyst interpretation of the reported event; during an ankle procedure, the inserter shaft of a 4.5mm healix advance anchor broke during insertion into the patient. The fragment is still in the talus of the patient. The surgeon had to use a 2nd anchor (2.5mm pre-hole). The following additional information was received from our affiliate via email on may 13, 2015; the fragment is contained within the bone. Insertion was off-axis. There are no plans to remove the fragment, unless it gives the patient problems.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During an ankle procedure, the shaft from healix advance 4.5mm broken down during insert the anchor. The shaft is still in the talus of the patient. The surgeon must set an 2. Anchor (2.5mm pre-hole). A mitek complaint analyst interpretation of the reported event; during an ankle procedure, the inserter shaft of a 4.5mm healix advance anchor broke during insertion into the patient. The fragment is still in the talus of the patient. The surgeon had to use a 2nd anchor (2.5mm pre-hole).

Event description:
During an ankle procedure, the shaft from healix advance 4.5mm broken down during insert the anchor. The shaft is still in the talus of the patient. The surgeon must set an 2. Anchor (2.5mm pre-hole). A mitek complaint analyst interpretation of the reported event; during an ankle procedure, the inserter shaft of a 4.5mm healix advance anchor broke during insertion into the patient. The fragment is still in the talus of the patient. The surgeon had to use a 2nd anchor (2.5mm pre-hole).

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.